Event description:
Device went from bos to eos overnight. It was unclear whether the patient underwent any procedures or had any MRI scans during this time. Device currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.